Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider via manufacturer representative reported that tip of the bur broke off in the patient's nose during the procedure. The broken pieces were retrieved from the patient's nose. The second bur opened also broke off and was retrieved. Intervention was performed to retrieve the broken pieces. The procedure was delayed for 5 minutes. The procedure was completed. The patient was unharmed. No broken pieces of the reported product remain inside the patient's body. On follow up, it was stated that there were no additional procedures or unintended equipment required to retrieve the fragment, instruments already being used in the procedure were used and no additional procedures were necessary. The event occurred during functional endoscopic sinus surgery in the front sinus.